Event description:
Caller reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Customer was advised by technical support that a replacement pump would be sent, along with instructions on returning the problematic pump and programming the new one. Customer acknowledged understanding of these instructions and planned to continue using the current pump while relying on an alternate method if necessary until receiving the replacement.